Event description:
Our distributor in (B) (4) reported that 2 connectors are missing from an rt105 adult inspiratory heated breathing circuit. This was discovered during their incoming goods inspection. No pt consequence was reported.

Manufacturer narrative:
(B) (4). This is a malfunction that has been reported to fisher & paykel healthcare by a distributor in (B) (4). The product is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The breathing circuit is currently en route to the manufacturer for investigation. A lot check revealed 1 other complaint of this nature for this lot number. A follow-up report will be prepared and forwarded as soon as the breathing circuit has been returned and investigation results become available. (B) (4).